Manufacturer narrative:
The returned oxinium femoral head and reflection liner were examined visually and microscopically. The purpose of this investigation was to examine the as-received components. No destructive testing was carried out. The femoral head had signs of significant scratching, material removal, breached oxide, and metal transfer across the entire articulating surface from the apex to the equator. The damage on the femoral head was likely due to contact with the acetabular shell as evident by the titanium transfer on the femoral head. The fracture of the liner may have been due to repeated high impingement forces generated as a result of the reported vertically oriented shell. The majority of the damage of the oxinium head was likely subsequent to the fracture of the liner, exposing the femoral head to the superior rim of the shell. As a result of the contact between the head/neck and shell, titanium, aluminum, and zirconium debris was generated and embedded into several regions of the liner.

Event description:
It was reported that revision surgery was performed due to disassociation.